Event description:
It was reported the patient experienced high impedance resulting in ineffective stimulation and inability to enter MRI mode. As a result, surgical intervention was undertaken wherein the system was explanted. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), batch: 3861960.